Event description:
The patient has had multiple knee surgeries and infections prior to doing this revision of the fusion nail. The tibial stem had come loose but the femur was still good. Previous fusion nail wasn't working. After revising it is all stable and he is doing great. No more infection." Surgery report received on 2021-08-25 states that the "tibial rod has come loose" and the patient's "infection indicators were all within normal range".

Event description:
The patient has had multiple knee surgeries and infections prior to doing this revision of the fusion nail. The tibial stem had come loose but the femur was still good. Previous fusion nail wasn't working. After revising it is all stable and he is doing great. No more infection." Surgery report received on 2021-08-25 states that the "tibial rod has come loose" and the patient's "infection indicators were all within normal range".